Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported that they were intra op in a replacement case and when they connected the new ins to the patient's existing leads, all electrodes on both leads were out of range on both leads. Caller stated they connected a brand new lead to the new ins and all electrodes on that lead were out of range as well. Caller confirmed they did not have a wens device with them to test the leads. Caller then reconnected the new lead that was opened and placed the distal end in saline and confirmed that all electrodes had impedances in the 400 ohms range. Tss instructed caller to have the surgeon wipe down the proximal end of both of pt's existing leads and reconnect to the new ins and re-run an impedance check. Caller stated they will continue troubleshooting on their own.  No device issue reported against the new ins.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#/serial#: (B)(6), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2017, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-sep-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 16-dec-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3:analysis of product ID 977a260 lot# serial# (B)(6) found conductor broken analysis of 977a260 serial# (B)(6) found conductor broken medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient didn¿t notice the device ever saying eri or eos, the patient stated it just shut off. Multiple attempts were made to read it and they couldn¿t read the device.

Event description:
Additional information was received from the manufacturer representative (rep) via a healthcare provider (hcp) on (B)(6) 2023. The patients battery was at eri but leads were all out of range, greater than 40,000 ohms and the pt had no stimulation. Rep said that they returned leads to medtronic but they had been cut by the healthcare provider during explant.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 97702 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2023 product type implantable neurostimulator product ID 97702 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2023 product type implantable neurostimulator product ID 97791 lot# serial# unknown product type accessory product ID 97791 lot# serial# unknown product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2017 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2017 product type lead product ID 97702 lot# serial# (B)(6) implanted: (B)(6)2017 explanted: (B)(6)2023 product type implantable neurostimulator product ID 97702 lot# serial# (B)(6) implanted: (B)(6)2017 explanted: (B)(6)2023 product type implantable neurostimulator product ID 97791 lot# serial# unknown product type accessory product ID 97791 lot# serial# unknown product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that now the leads have been replaced. Device(s) were returned. Patient is doing great with new leads and battery.

Manufacturer narrative:
H2 correction: initial reporter first and last name. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2023-jun-16. The rep reported that the previous ins (primary cell) died two to three years ago; it just turned off - the entire system, but it was unknown if it was normal eri / eos. The ins was returned and will be analyzed. They also reported the leads will be scheduled to be replaced once authorization is obtained. Rep confirmed the leads will be returned for analysis. Pt weight was requested but was unknown.